Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, missing reservoir tube o-ring, pillowing keypad overlay and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the reservoir lip was cracked and fell out. The customer's blood glucose level was reported to be 127mg/dl. It was reported that the pump would be replaced and returned for analysis.